Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to an unlocked lcd connector. All operating currents are within specification. No unexpected failed battery test alarm was noted. The pump also had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and broken belt clip slot.

Event description:
It was reported by the customer that the insulin pump keypad was unresponsive to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer does not recall any significant events that led to the issue or if the device was dropped. Customer's blood glucose level was 200 mg/dl at time of reporting. Nothing further reported.